Manufacturer narrative:
Batch review performed on 07 january 2019: lot 176379: (B)(4) items manufactured and released on 31-jan-2018. Expiration date: 17.01.2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: liner: mectacer 01.29.413 ceramic liner ø 36 / e (not registered in us) , lot 175458: (B)(4) items manufactured and released on 20-dec-2017. Expiration date: 03.12.2022. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the surgeon requested for a new liner and ball head to be implanted in the patient about 6 months after primary due to hip infection. On the next day the surgeon swapped the liner and the head successfully. The pathogen is "staphilococcus".